Manufacturer narrative:
(B)(4).

Event description:
On 2015-10-16, additional information was received from a healthcare provider (hcp) via a company representative. The patient was receiving morphine 35mg/ml at 10 mg/day, clonidine 300mcg/ml at 17 mcg/day, baclofen 600mcg/ml at 34 mcg/day, and fentanyl 1000mcg/ml at 57 mcg/day via the implantable pump. It was reported volume discrepancies occurred at refill appointments. The patient's catheter was twisted into a ball and disconnected from the pump connector. On (B)(6) 2015, the patient's pump and catheter pump segment were replaced and the issue resolved. The patient's status was reported as alive no injury.

Manufacturer narrative:
Concomitant product(s): product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via the device manufacture representative regarding a patient receiving an unknown medication via an implantable infusion pump. The indication for use was spinal pain and other chronic/intract pain (trunk/limbs). The hcp reported that a volume discrepancy occurred on (B)(6) 2015. The actual reservoir volume (arv) was greater than the expected reservoir volume (erv) by a "significant amount," but the actual volumes were not known. A roller study was performed with negative results. A contrast study was not attempted. No specific patient symptoms were reported, but the patient was "hard to read." The implanted device remained in service at the time of this report. Additional information has been requested regarding the patient's medication in the device; the patient&#38112;other medications they were taking at the time of the event; the patient's pertinent medical history; the patient's outcome; troubleshooting that was performed and interventions that were taken to resolve the volume discrepancy, but were not available at of the time of this report. If additional information becomes available, a follow-up report will be filed.